Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient underwent a transforaminal lumbar interbody fusion at l4-5 where rhbmp-2/acs. This was done on the left side and decompression was difficult. No further complications were noted. On (B)(6) 2012: the patient presented to the doctor's office with complaints of pain in his left buttock, leg, and lower back. The patient stated the pain started two weeks after undergoing a minimally invasive transforaminal lumbar interbody fusion. The patient tried eight months of physical therapy without improvement and three steroid injections also without improvement. Physical examination found the patient did have a limp. The doctor reviewed prior lumbar spine imaging. The cage and screws appear to be in adequate position. Per the doctor's notes, "the most likely explanation is that the infuse may have caused local inflammation leading to radiculitis. Another possibility that is unlikely, since it was not described in the operative report, is direct inadvertent damage to the exiting or traversing nerve root on the side of the exposure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented for MRI of the lumbar spinal canal. Impression: multi-level degenerative changes resulting central canal stenosis and neural foraminal stenosis that are worse at l4-5 and l5-s1 including anterolisthesis of l4 on 5. (B)(6) 2011: the patient underwent a transforaminal lumbar interbody fusion at l4-5 where rhbmp-2/acs. This was done on the left side and decompression was difficult. No further complications were noted. (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: post-operative and multi-level degenerative changes. (B)(6) 2011: the patient presented for MRI of the lumbar spine. Impression: there is residual enhancing scar tissue at the l4-5 disc space; degenerative changes similar to prior exam with mild canal stenosis at l3-4 and l4-5. (B)(6) 2011: the patient presented for CT of the lumbar spine. Impression: at l4-5, there remains a small 3mm anterolisthesis at this level; high density material in the right l4-5 neural foramen, this could encroach on the exiting nerve root; multi-level degenerative changes. (B)(6) 2011: the patient presented for a transforaminal epidural steroid injection with imaging and a left l4 and left l5 nerve root block. No complications were reported. (B)(6) 2011: the patient presented for a transforaminal epidural steroid injection left l4 with imaging. No complications were reported. (B)(6) 2011: the patient presented for a CT of the lumbar spine. Impression: l3-4, mild diffuse broad based disc bulge which effaces the anterior csf sleeve; l4-5, no neural foraminal narrowing or central canal stenosis is noted at the level; l5-s1, there is persistent vacuum disc phenomenon with narrowing of intervertebral disc space mild posterior broad based disc bulge is noted without neural foraminal narrowing or central canal stenosis. (B)(6) 2011: the patient presented for echo study of the abdomen. Impression: normal appearing gallbladder with no evidence of cholecystitis. (B)(6) 2012: the patient presented to the doctor¿s office with complaints of pain in his left buttock, leg, and lower back. The patient stated the pain started two weeks after undergoing a minimally invasive transforaminal lumbar interbody fusion. The patient tried eight months of physical therapy without improvement and three steroid injections also without improvement. Physical examination found the patient did have a limp. The doctor reviewed prior lumbar spine imaging. The cage and screws appear to be in adequate position. Per the doctor¿s notes, ¿the most likely explanation is that the infuse may have caused local inflammation leading to radiculitis. Another possibility that is unlikely, since it was not described in the operative report, is direct inadvertent damage to the exiting or traversing nerve root on the side of the exposure. (B)(6) 2013: the patient presented for CT of the thoracic spine. Impression: scoliosis and multi-level degenerative change of the thoracic spine, most pronounced in the mid and lower thoracic spine; neurostimulator leads within the posterior epidural space at t8-9 which likely results in at least mild overall central canal stenosis; incidentally observed 3.1 cm lipoma within the left trapezius muscle. (B)(6) 2013: the patient presented for CT of the lumbar spine. Impression: there is a levoscoliotic curvature in; there is evidence of prior lower lumbar surgery; the overall pattern of underlying degenerative disc and facet changes are similar to previous MRI; l4-5, there is some distortion of the left lateral canal, posterior disc protrusion versus scarring distorts the central canal; l3-4, annular disc bulge and osteophyte formation combined with facet and ligamentous hypertrophy to produce moderate canal and right greater than left foraminal stenosis; l5-s1, prominent degenerative facet changes are noted bilaterally and there is mild foraminal stenosis in the canal. (B)(6) 2013: the patient presented for x-rays of the chest. Impression: no evidence of active chest disease. (B)(6) 2013: the patient presented for x-ray of the hip. Impression: a left total hip prosthesis is now in place. A stimulator device overlies the left pelvis and there is evidence of prior lower lumbar surgery. There is some osteophyte information as well as mixed subcortical sclerosis and lucency about the right hip suggesting avascular necrosis and secondary degenerative changes. (B)(6) 2013: the patient presented for CT of the head. Impression: negative CT of the brain. (B)(6) 2013: the patient presented for x-rays of the right calcaneus. Impression: negative radiographs of the right calcaneus.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 lumbar MRI t2 sagittal view shows degenerative disc disease with desiccation of l5, l4, l3 and l2. Endplate erosions are seen at these levels worst at l3/4. Disc bulges present at all levels. Grade one spondylolisthesis present at l4/5. Conus is at t12/l1. Foraminal narrowing is seen at l4 though no specific nerve compression is verified. Stir views show no fracture, or edema. T1 does show sclerosis of multiple endplates. On (B)(6) 2011 interoperative fluoroscopy showing apparent left sided exposure with k-wire used to find entrance points for jamshidi needles in prep for pedicle screw placement. Jamshidis are placed, and exchanged over k wires seen on lateral. Final x-ray shows sextant screws at l4/5 with sextant minimally invasive rods and capstone within l4 disc. Spondylolisthesis had been corrected. Postoperative brace applied. On (B)(6) 2011 MRI lumbar shows construct in place with good bony healing behind capstone. No central stenosis is seen on sagittal view. Stir does show residual edema about the posterior soft tissues. Axial t2 shows good position of capstone with left side entry. Screws in good position. Some scar in region of left l4 root associated with tlif exposure and spacer placement. Sagittal t1 does verify mild residual spondy with some endplate erosions above and below area of capstone. On (B)(6) 2011 lumbar CT both sagittal reconstructions and axial views are reviewed. Screws are in good position, spacer in good position. Endplate erosions are again seen above and below the capstone but no heterotopic bone is seen in the canal or foramen. Advanced disc arthritis is seen at l5 with schmorl¿s nodes visible at l3 and l2. On (B)(6) 2011 intraoperative fluoroscopy shows placement of 22 guage spinal needle at 6 o¿clock position for left sided transforaminal epidural injections at l4 and l5. Rods, screws and spacer remain unchanged. On (B)(6) 2011 intraoperative fluoroscopy shows placement of 22 guage spinal needle at 6 oclock position for left sided transforaminal epidural injection at l4. Rods, screws and spacer remain unchanged. On (B)(6) 2011 lumbar CT sagittals and soft tissue windows show construct unchanged. Scar is present in the left l4 foramen as is always the case after tlif entry on that side. Borderline stenosis is seen at l3. Axial views show advanced facet arthropathy at the operative level with some foraminal stenosis on the right side impinging upon the l5 root within the subarticular recess. L5 level shows no stenosis but advancing ddd and facet arthritis. On (B)(6) 2011 ap and lateral right elbow appears normal. Three views of left thumb suggest minimal subluxation of the mpj of the thumb. No fracture is seen. On (B)(6) 2012 interoperative fluoroscopy during placement of spinal cord stimulator for chronic pain. Metrx tube is midline at t10 with implant centered at t8/9. On (B)(6) 2013 CT thoracic soft tissue windows are partially obscured by artifact but appear to show the stimulator lead compressing the spinal cord. Artifact obscures whether there is a dorsal hematoma or exactly why the canal is narrowed under the stim lead. Bony windows show the lead is eccentric to the right and is displaced off of the lamina by the right sided superior facet rather than hematoma. Sagittal reconstructions appear to show gas dorsal to the lead. On (B)(6) 2013 lumbar CT clearly visible now is heterotopic bone within the left l4 foramen. Subarticular recess stenosis is still seen under the l4/5 facet on the right affecting the l5 root. Fusion is solid. 3d reconstructions do not provide additional information. On (B)(6) 2013 ap pelvis and lateral of the left hip show the battery overlying the left hip joint. Beneath is apparent osteonecrosis of the femoral head. On (B)(6) 2013 chest x-ray show clear lung fields, normal heart and stimulator lead in place. On (B)(6) 2013 head CT no comment (B)(6) 2013 ap/lateral calcaneus normal ap/ lateral left hip shows interval non cemented left total hip replacement has been performed. On (B)(6) 2014 three views of right foot appear normal

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) to treat l4/l5 grade 1 degenerative spondylisthesis and chronic back pain. During the procedure, a complete discectomy at l4-l5 was done and replaced with a mixture of autograft and rhbmp-2/acs. Reportedly, the patient's condition did not improve. The patient has seen three physical therapists/pain management specialists, endured numerous painful and unsuccessful epidural spinal injections. Reportedly the patient continues to have pain and takes medication. A surgery to implant a nerve stimulator is being considered, but has not been performed at this time. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent a fusion procedure in which rhbmp-2/acs, peek cage, screws and rods were used. Post-op, the patient was free from signs and symptoms of physical injury and infection.